Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients: 45; gender: (male:26; female:18; unknown:1); mean weight: 77.8 kg; mean age: 64 years; mean height: 172.4 cm. It was reported in the clinical aggregated data report that 45 patients were diagnosed with spinal tumor or vertebral metastasis, and underwent surgeries in the period ranging from jan-2013 to oct-2016. Post-op, 1 patient experienced neurologic complication; hence, a second spine surgery on the initial treated target level was performed on the patient. Re-instrumentation was performed.